Manufacturer narrative:
The engineers received the catheter for evaluation with the cone tip detached and not returned. Microscopic examination revealed the tip had been bonded to the catheter around the entire circumference of the extrusion. No anomalies were noted with the catheter. Co believes inappropriate use of this device, biliary stone extraction, rather than a product problem contributed to this event.

Event description:
It was reported the distal tip of the catheter detached during an undetermined procedure. No pt complications resulted from this event. This device has not been returned for evaluation. Therefore, no failure analysis is available. Co's attempts to gain further info with regards to the circumstances surrounding this event were unsuccessful.